Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.¿ based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post paced t-wave oversensing was noted on the device, technical support was contacted and observed that the oversensing was potentially due to an inactive lead. Oversensing episodes were recorded due to noise on the right ventricular (rv) lead along with loss of sensing and a varying capture threshold on the left ventricular (lv) lead. It was suggested to evaluate the entire system. Further information was requested but not received. The patient was in stable condition. Related manufacturer reference number: 2938836-2018-10453, 2017865-2018-13455.